Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found burn marks on the pcb of the ac power adapter which contributed to the field complaint of power up anomaly.

Event description:
This report is to advise of an event observed during analysis.